Manufacturer narrative:
Device evaluated by manufacturer? No - lens not returned. (B)(4). Method (process evaluation): work order search. Results (evaluation result): a lens work order search was performed and no similar complaints were found within the work order. Conclusion (unable to confirm complaint): based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -9.5 diopter, in the patient's left eye (os) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to excessive vaulting, elevated intraocular pressure, iris ischemia, narrowing of the angle and shallowing of the anterior chamber. The lens was exchanged for a shorter lens and the problem was resolved. The reporter stated the cause of the event was due to sizing issue. The patient has persistent anisocoria/ iris paresis. The patient's post-op best-corrected visual acuity was 20/20 and the patient is very happy with the improved vision.

Manufacturer narrative:
Method: device history record review, medical review. Results: a review of the device history record was performed and nothing was found in the manufacturing and packaging processes of this lens that could be identified as the cause of the complaint. In addition, the reporter stated, the cause of the event was due to sizing issue. Since the exchange with the smaller size lens resolved the issue, hence, it is very likely the cause of the event is due to lens sizing. Per medical review - reportedly, icl (13.7mm) was explanted/exchanged for another shorter icl (13.2 mm) eight days postoperatively to address steep vault and subsequent elevated iop that was first noted 12 hours after implantation. Iridotomies were patent. According to the completed customer complaint questionnaire for surgery, signed by surgeon on 11/23/15, the most likely cause of the reported events (vaulting and iop spike) was surgery related sizing issue. The lens was not mislabeled and there was no other lens problem. However, the postoperative complications (anisocoria and iris paresis) were attributed to the device per surgeon`s note. He also reported that iris paresis was improving. He also stated that despite adverse event, after lens exchange, the patient was very happy with improved vision and scheduled surgery for other eye. Conclusion: based on the complaint history, work order search, device history record review and the medical review, the most likely cause of the reported events (vaulting and iop spike) was surgery related sizing issue. (B)(4).